Event description:
The customer reported when the technician went to send images to pacs, the images were not present. Also they were having problems with images being scrambled and there was slow operation of the software. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked operation. The system was definitely sluggish. He formatted the hard drive, loaded the software, loaded the config files, and found issues with the transfer of data. After completion, the system was still sluggish in operation. He replaced the hard drive. The system was tested and was not functioning per manufacturer expectations. The system is now marked a do not use.